Event description:
Customer reported that an incorrect (B)(4) was transmitted to the (B)(4) system on one patient sample. There was no impact to patient care as a result of this event.

Manufacturer narrative:
No patient results were released and no corrected reports issued. This issue was investigated by the MFR and it was determined that the issue was caused by repeating the same sid more than once.